Event description:
Breast implant illness. Brain fog, fatigue, joint pain, muscle aches, headaches, blurred vision, worsening sinus problems, inflammation, heart palpitations, ribs, breast pain. FDA safety report ID # (B)(4).